Event description:
Resident tried to get out of wheelchair hit left calve of leg on blot of footrest caused a laceration 5 in. Long 1/2 deep sent for treatment at hosptial e.r. Suters applied.resident returned to facility & resumed normal activities.